Event description:
Right ruptured implant. A 52 yr old wg2p2 female staus post bilateral subglandular inframammary 165cc heyer schulte gels for augmentation 6/5/74 . No history of trauma with fall on chest april '93. Mammogram '93 positive right rupture. Complaining of pain right 1/2 yrs & mild systemic l/g including arthralgias/myalgias, fatigue, hair loss, rashes, raynaud's, gi/gu problems etc..otherwise healthy, nonsmoker. Exam positive bilateral ii contractures right greater than left with adenopathy surgery 7/19/93 & right ruptured moderate cohesive gel weight 160 recovered large hole minimal cloudy/yellow calcified capsule, fibrous.